Event description:
A falsely elevated troponin I result of 2.27 ng/ml was obtained on a patient sample. The result was not reported. This was a sequential sample test and the previous result obtained was 0.00 ng/ml. The same sample was retested on the same analyzer and a troponin I result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or latered and there was no report of adverse health consequences to the patient as a result of the falsely depressed troponin I result. Analysis of instrument data indicates a sample integrity issue.